Event description:
This is a spontaneous case report received from a female consumer of unspecified age via regulatory authority (case number (B)(4)) in united states on 20-oct-2015 who had essure (fallopian tube occlusion insert) inserted on (B)(6) 2012. The consumer reported that she had been having continuous pain lower right in her abdominal pelvic area. It was so painful it felt as though her appendix had burst. She had suffered continuously. She also reported migraines, backed up fluid, excessive heavy period smell, pain during intercourse, and weight gain. She stated she had been suffering from the events since essure placement. On (B)(6) 2015 she had essure removed. Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had continuous pain lower right in abdominal pelvic area. She had essure removed 3 years after insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion abdominal and pelvic pain may occur. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required. A product technical analysis and further information are expected.

Manufacturer narrative:
Data correction: the product code knh was replaced with hhs.

Manufacturer narrative:
Ptc results and assessment received on 10-nov-2015: final assessment: for cases where a device failure during insertion is reported, we conduct an investigation of any returned device. For cases where a insert is removed at a later time after insertion, we typically do not conduct an inspection of the insert. In this case, no product was returned. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm the quality defect or device malfunction al this time. There was no event reported which indicates a new technical failure mode for the device. Medical assessment: no product quality defect was confirmed therefore a relationship to the reported medical event(s) is excluded. The reported medical event(s) are not indicative of a quality deficit per se. The technical assessment concluded unconfirmed quality defect. Based on the available information, there is no relationship between the reported medical event(s) and a quality defect follow up information received on 25-nov-2015: follow-up attempts were done without success (email returned undeliverable). Company causality comment: this spontaneous non-medically confirmed case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted and had continuous pain lower right in abdominal pelvic area. She had essure removed 3 years after insertion. This event was considered serious due to medical significance and is listed in the reference safety information for essure. After essure insertion abdominal and pelvic pain may occur. Given the nature of the reported event and in the lack of an alternative explanation, causality with essure cannot be excluded. Non-serious events were also reported. This case was regarded as incident since a device removal was required. Product technical complaint (ptc) analysis concluded to an unconfirmed quality defect (no batch number was provided). Medical ptc assessment considered that, based on the available information, there is no relationship between the reported medical events and a quality defect. Despite follow-up attempts, no further information was obtained.